Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not functioning properly. The device was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Inspection of the cylinders and pump found no evidence of abnormalities or leaks. The pump underwent functional testing and passed within product specifications. Based on the information available and analysis results, the product analysis could not confirm a product malfunction; therefore, the conclusion code of no problem detected was chosen.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not functioning properly. The device was explanted and replaced. There were no patient complications reported.